Manufacturer narrative:
A remote service engineer performed trouble shooting with biomedical engineer and determined the system was working as intended. A field service engineer (fse) went onsite to diagnose the issue. The fse discovered that the desat delay was set to 20 seconds, which caused the nurses to see desaturated spo2 with no alarm for the first 20 seconds. The fse changed the delay from 20 seconds to 5 seconds to resolve the issue. Based on the information available and the testing conducted we were unable to replicate the reported problem. The equipment was found to be working as configured. The reported problem was not confirmed. The device was confirmed to be operating per specifications and no failure was identified. The equipment was reconfigured to prevent future confusion.

Event description:
Philips received a complaint on the patient information center ix indicating that the device should trigger a red alarm when the spo2 drops in 70 range, but it does not. The device was in use on patient at time of event, there was no adverse event reported.